Event description:
It was reported that the patient was transferred to a rehab facility.

Manufacturer narrative:
A trial patient experiencing uncomfortable stimulation was reported to abbott. The trial lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing severe pain down their left leg during a trial that started on (B)(6) 2021. The physician pulled the trial lead on (B)(6) 2021. The patient was hospitalized and MRI was administered, which came back normal. It was later reported that the patient the patient had a spinal cord contusion. The pain is present, but improving.